Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain, swelling and loosening of the patella.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the patellar component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the patellar component. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Per the package insert of the patellar component, pain, swelling, and loosening of the prosthetic knee components are known adverse effects of this procedure. A definitive root cause cannot be determined with the information provided.